Event description:
It was stated that the customer passed away due to complications of diabetes. Prior to the customer's death, he was found unconscious by his friend, and the customer had low blood glucose levels. The customer was taken to the hospital via the paramedics. It was also stated that the customer had no brain activity during the hospital stay. In addition, the mother stated that, the customer was extremely malnourished. Troubleshooting was performed and the insulin pump passed the leadscrew test. The programming was correct as well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.